Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of (53 mg/dl) earlier in the morning. The customer ate glucose tablets, drank juice and ate food to stabilize bg level. The customer stated the suspected cause of the low bg was due to settings being adjusted by the health care provider. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.